Event description:
Sterilization technician was about to use sterilization pouch and noticed dark granular material inside of the pouch. Technician took another pouch from the same lot number. Several pouches contained similar material. Since material was of unknown origin and unknown composition, and since it had the potential to enter a wound being carried on a sterile instrument, we rejected that lot of material. We have notified manufacturer.====================== manufacturer response for sterilization pouch, steriking======================manufacturer replacing defective product and has asked for return of defective product.